Manufacturer narrative:
(B)(6). One used blade was returned for evaluation. The blade was evaluated for rotation and was found to rotate freely. No edge form splay was detected no friction was observed upon rotation. Evaluation of the edge form indicates that the distal tooth of the inner blade edge form has been worn away. This tooth wear appears to be caused by an impact with the outer edge form during rotation which caused the tip of the tooth to abrade and cause particles to be trapped in the gap between the inner and outer blade. The tooth geometry on the inner and outer blade are in accordance with design requirements and it is unknown how the tip could have been worn down during use. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident was not determined. (B)(4).

Event description:
During a procedure it was reported that the blade was shedding in the joint. While resecting tissue, metal particles were seen inside the joint. The surgeon opened a new blade and the procedure was completed. The metal particles were removed by irrigating the site. Additional information received states that, "all particulate was removed from the patient prior to closing the patient portal. No patient injury is being reported."